Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a spine procedure of vertebral body augmentation l1, the synflate balloon/medium-sterile split without inflating. Surgeon removed balloon. The procedure was successfully completed with no surgical delay. There were no fragments generated. There was no patient consequence. This report is for one (1) synflate balloon. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.804.701s. Lot: 0718020. Manufacturing site: selzach. Supplier: biotronik ag. Release to warehouse date: 04. Sep. 2018. Expiry date: 31. July 2020. Review of the certificate of conformity and the incoming inspection document showed that there were no issues during the manufacture of this product which would contribute to this complaint condition, no non-conformances regarding product or material were identified. A product investigation was conducted. Visual inspection: the synflate balloon (part # 03.804.701s, lot # 0718020, mfg 04-sep-2018) was received with the reported condition that the distal portion of the inner balloon broken. This condition is confirmed as fragments contained within the balloon could be seen. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Document review: the relevant drawing(s) was reviewed; dimensional inspection: the thickness of the flattened balloon was found to be within the specification per relevant drawing. No definitive root cause was able to be determined as circumstances surrounding the event are unknown. The synflate vertebral balloon technique guide, specifics a maximum inflation pressure of 30 atm (440psi). The device also makers the 26-30atm range readings in red. The technique guide cautions ¿the balloons may leak of burst if they are filled beyond their maximum volume or pressure¿ and ¿the performance of the balloon catheter may be adversely affected if it comes into contact with bone splinters, bone cement, and/or surgical instruments.¿ conclusion: the complaint condition is confirmed as a crack within the balloon was identified. However, there is no evidence of a manufacturing issue and no product design issues or discrepancies were observed that may have contributed to the complaint condition. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.